Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was found to have low audio. The cause was identified to be a dislodged speaker on the rear case. The rear case requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device was found to have low audio. No additional information is available.